Event description:
The patient presented to the clinic for follow-up after receiving an alert. Low impedance was observed. X-ray confirmed lead dislodgment. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.